Manufacturer narrative:
Issue cannot be confirmed via laboratory analysis. No device problem was found. Based on the information currently available, issue cannot be traced to the device.

Event description:
It was reported that the patient had pain at the lead site. Patient had a revision on (B)(6) 2019. Physician indicated the section of the lead used to create the strain relief loop appeared to be superficial which was causing the issue. To address the issue, the physician created a pocket and secured the lead in the appropriate position. No complications were noted during the procedure.